Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus 20ga x 1.16in qsyte-cap y leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: sales reported that the extension tube leaked. During the use of the product, when the blood returned after the injection, all the blood leaked out of the extension tube, and the number of affected one was 1.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 03-jul-2023. H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 2291097. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample has been returned to aid in our investigation. Enhanced visual analysis of the device was sufficient to identify abnormalities in the joint of the adapter and the extension tubing. The tubing in the area of concern was thinner than expected, and the metal wedge was slightly deformed. Additionally, the extension tubing was damaged by a breach in the wall. Based on these observations our engineers believe this event is related to a misalignment in the machinery during the swaging process. The deformation of the swaged cavity in the adapter lead to a deformation of the metal wedge, which ultimately caused the puncturing of the extension tubing. To prevent future occurrences of this event our engineers have replaced the misaligned components of the swaging station. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd pegasus 20ga x 1.16in qsyte-cap y leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: sales reported that the extension tube leaked. During the use of the product, when the blood returned after the injection, all the blood leaked out of the extension tube, and the number of affected one was 1.